Manufacturer narrative:
(B)(4). A sample was received for evaluation. A partial cassette was received with the heater line tubing cut. A visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test we performed with no issues noted. The device was put through a simulated therapy with no issues noted. The reported problem could not be identified or duplicated during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. The technical services representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should additional relevant information become available, a supplemental report will be submitted.